Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the ventilator stopped ventilating and a "device alert" and a "con proc failed" alarm occurred. The device was not in use on a patient at the time of this event.